Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel dissection). (B)(4).

Event description:
On (B)(6) 2018, the patient underwent emergent endovascular repair of an impending rupture of a descending thoracic aortic aneurysm. A 24-fr gore® dryseal flex introducer sheath (dsf2433/17611279) was advanced from the right side, and two conformable gore® tag® thoracic endoprostheses were successfully deployed in an intended site. Upon withdrawal of the 24-fr sheath, a small dissection was revealed in the right external iliac artery. It was reported that vessel diameters in the right external iliac artery were 6.6mm ¿ 7.4mm. Two bare-metal stents were implanted in the right external iliac artery to repair the dissection. The patient tolerated the procedure without further problems.

Manufacturer narrative:
According to the instructions for use (IFU) of the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel dissection).